Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella 5.5 returned for evaluation. Upon visual inspection of the pump, no abnormalities were noted. Optical 5s parameters of returned pump were measured and no abnormalities were noted. Pump passed laser continuity testing and no biomaterial was present on returned pump. Some dried dextrose was present on returned pump. Data logs were reviewed and low signal not reliable at beginning of case with some variability in contrast and all other optical parameters remaining stable. Clinical details noted that "placement signal low" alarms occurring during the case and ao offset was adjusted. No problem was found with the returned pump. Upon review of data logs and returned pump, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. After 6 days of support, there were optical signal issues. The team troubleshot effectively and did not need intervention. The pump remained on until the pump was successfully weaned and explanted. There was no reported harm or injury to the patient.